Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedances on the right atrial (ra) channel. The patient has been in chronic atrial fibrillation for years and therefore the device was programmed vvir at the time of the alert. At the follow up the atrial lead was programmed off. The ra lead is a competitor's product. This ICD remains in service. No adverse patient effects were reported.